Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during segmental resection of the lung (wedge resection). The surgeon clamped pulmonary parenchyma and fired the device however, could not staple the proximal end of the line. The surgeon used neoveil sheet and fibrin glue to reinforce unstapled tissue and the procedure was completed. No patient injury. The sales rep has not talked with the surgeon yet and further information is not available.